Event description:
It was reported that when the patient presented to the clinic high defibrillation impedance was noted on the right ventricular (rv) lead. Programming change was made, and later the rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.